Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro (m4) thoracic stent-graft system (28-m4-36-250-36u) with final assembly lot# 2502180230, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2025. A nonconformance was opened under event-2025-0196 as during the final in-process inspection, the final release associate noticed that multiple dhrs were utilized with incorrect revision. This event is not related to the reported failure. There were no reworks in relation to the device. According to the event narrative, there was resistance experienced when advancing the device in position 1 and when retracting the constraining sleeve in position 2. The difficulty deploying the graft led to inaccurate placement of the stent-graft, causing a type ia endoleak. An additional device with the same diameter was used and the endoleak was resolved. A review of the device history records showed no issues were found during the manufacture of the device. The pre-operative CT-imaging was provided for review, which shows no significant tortuosity or calcification in the entry vessels or along the aorta. The device was returned to terumo aortic sunrise for investigation under rga # (B)(4). Initial inspection of the found no damage to the introducer sheath. Per the event narrative, the device was deployed during the procedure. There was no resistance experienced while advancing in position 1 or while retracting in position 2. Follow up inspection of the device was performed. The main lock body settings in positions 1 and 4 were examined. The main lock body was correctly set with the marker aligned with the single mark in position 1 and between the two marks in position 4. The rear lock body setting in position 4 was also examined, and was about one tooth outside the two markers. The procedure that pertains to the setting of the main lock body is manufacturing instruction mi-0194 rev. F [introducer sheath/delivery sheath/lockbody assembly (m4/n4/d1/k1)]. For work step 100 in the n4 delivery system assembly DHR (DHR-2833-0415 rev. L), operators use mi-0194 rev. F to position the gears of the main lock body. Sections 7.26 and 7.28 show the correct position of the reference marks on the drive gear of the main lock body locking spring in the closed position (delivery system controller in position 1) and open position (delivery system controller in position 4), respectively. Based on this, the resistance experienced during the procedure was not due to the main lock body. Section 7.49 shows the correct position of the reference marks on the drive gear of the rear lock body in the open position. Although the rear lock body was outside of the specification, it was not enough to cause the resistance experienced during the procedure. This is supported by the fact there was no resistance experience during the inspection when advancing in position 1 and retracting in position 2. The pre-operative CT-imaging shows an aneurysm sac size of 87.2 mm. The provided imaging also shows a dissection, in which the true lumen has a diameter between 7.5 mm and 7.6 mm at the level of the thoracic aorta. In section 9.1 ("patient selection") of the relay pro (m4) IFU (2844-8324 rev. G), it instructs that the "practitioner must ensure that ... The aortic inner diameter can accommodate the expanded inner sheath outer diameter of approximately 10 mm." The small diameter of the true lumen of the aorta most likely caused increased resistance during the advancement and deployment of the device. Additional information, including post-op CT-imaging, was requested but could not be provided due to hospital policy. Without the additional information and post-op CT-imaging, the type ia endoleak described in the event narrative could not be confirmed. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. The root cause of the reported failure of type I endoleak could not be determined. The root cause of the reported failures of difficulty advancing with the mechanical advantage and difficulty deploying the mechanical advantage was due to the small size of the true lumen of the aorta.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Deployment grip was stiff / endoleak: after advancing the outer sheath to the descending aorta, the inner sheath was attempted to be advanced to the arch with the controller in the "1" position. However, even though the deployment grip was rotated, the inner sheath did not advance, and the rotation was significantly stiff. The inner sheath could be advanced by advancing the deployment grip, not by rotating it. However, the deployment grip was still very stiff. Then, the inner sheath could be somehow advanced. The inner sheath was deployed with the controller in the "2" position, but the deployment grip was still stiff during the deployment. Deployment had to be performed by pulling back the deployment grip instead of rotating it counterclockwise. Since the implantation could not start from the ideal target position, an endoleak type 1a occurred. To treat the endoleak, an additional relay pro stent-graft (28-m4-36-190-36u) of the same diameter was implanted. The endoleak disappeared, and the procedure was completed. Operation type: tevar blood loss: unknown. No image available due to hospital policy . No pre-case plan available due to hospital policy. No additional information available due to hospital policy. (Tc# (B)(4). Patient outcome: "no health damage to the patient."